Event description:
It was reported that the patient was hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025 and remained in the hospital for three days. The patient¿s blood glucose level reportedly reached 300 mg/dl, and he noted that he was not feeling well prior to seeking medical attention. The patient was treated with insulin during hospitalization. Additionally, it was reported that when the patient attempted to activate the pod, the pod did not connect. No further information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.